Event description:
The customer reported the sterile handle detached during a surgical procedure from the light head and landed on the patients legs. No injury was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During device inspection it was determined that the locking pin at the locking mechanism was not correctly adjusted allowing the sterile handle to detach. The root cause was traced to an installation/adjustment failure during the repair at the previous service event. The locking mechanism (locking pin) was adjusted and the device function checked. Based on the investigation results no further action is required.

Manufacturer narrative:
During a first device inspection by a field service technician no concrete malfunction or defect could be determined. A follow-up inspection was scheduled which is currently not completed. The event occurred after the repair of the locking mechanism in relation to our report (B)(4). If new relevant information will become available a follow-up report will be provided.

Event description:
The customer reported the sterile handle detached during a surgical procedure from the light head and landed on the patients legs. No injury was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).